Event description:
End user son called, stating that at the facility she is in. She was being lifted by a rpl600, and the strap came off of the hook, which called her to fall, luckily she landed in the chair. At the time of the call the son stated that his mother has no injury.